Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose glucagon. Customer stated that they received button error alarm and act button was not as responsive. The customer was assisted with troubleshooting. The product was returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread and cracked display window corners noted. Insulin pump passed displacement test. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test and self test.